Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an inaccurate fill estimate was received. During troubleshooting with tandem technical support, the customer provided inconsistent data and the cause of the event could not be determined. Customer reloaded the cartridge and an accurate fill estimate was received. Blood glucose was 471 mg/dl.